Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, consistent with a key or button not working, and associated with the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of the information provided by the user. Investigation of this case revealed an electrical problem consistent with a component-related failure affecting the sleep/wake switch. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.